Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial# : (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown reporter via the company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported the ins battery depletion sped up and frequency of charging was increased. In the first year after the ins was implanted, the device was recharged once every two days. Currently recharging the device was needed twice a day. The device settings were: 10.5v, 40 hz, bipolar, 24 hour usage. There was no impedance issue, although no impedance was confirmed. No x-ray images were available. Telemetry data will be obtained. External factors that contributed to the event were output and frequency. No diagnostics or troubleshooting were performed. No interventions or actions were taken to resolve the issue. The issue was not resolved at the time of this report. No patient symptoms were reported. No surgical intervention occurred nor was planned. The physician¿s observation regarding severity was severe. There was no patient injury. Additional information was received from th e rep reporting battery depletion. The ins consumed the charge much quicker than expected. The device settings were: amplitude (v): 0.7, 0.8, 8.0, 7.6, 1.0 pulse width (us)): 450 impedance (ohm): around 1000 rate (hz/pps): 40 polarity (uni or bi): bipolar electrode# for anode: the number of electrode was unknown but there was one electrode programmed for anode in all the p1-p4 respectively. Electrode# for cathode: the number of electrode was unknown but there was one electrode programmed for cathode in all the p1-p4 respectively. Usage (hrs/day): 24 hrs. It was noted that program 1 was set to low voltage because the lead was partly fractured. Estimated battery longevity calculated from the device settings was 4.96 days. There were no x-ray images. Telemetry was established with the device using a clinician programmer. No data was transferred. There were no external contributing factors. The action taken to resolve the event was the ¿electrodes¿ will be replaced, surgical intervention was planned. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep reporting that it was unknown if the settings were changed after the first year of implant. It was unknown if there was a sudden change in needing to recharge the ins more. The event date was unknown. The patient felt the ins battery was depleting faster than before and that there was an increase in recharging frequency. The cause of the lead fracture was not determined. No surgery and no replacement was planned. The outcome of the event was reported as the contacts of the electrode was modified and the number of programming was decreased from 4 to 3. The devices were still in use.